Event description:
It was initially reported that the catheter was exposed to the outside of the body due to debridement of a sore on pt's back. The hcp later reported that the pt had cellulitis of the low back and infection at the catheter site. The pt experienced fever and drainage. The catheter was explanted and cultured. The pump contained methadone; 10.5 mg/day was the programmed dose. Intravenous antibiotics were administered for two weeks. The pt recovered without sequela.

Manufacturer narrative:
Results: used for catheter.